Event description:
The customer reported, "equipment not emitting ray," loss of x-ray function. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.